Event description:
Baxter china received a report that one (1) infusor device was noted to have the bladder ruptured during filling. It is unknown with what drug the device was filled. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. The actual sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. A tier ii CAPA (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review has been conducted which revealed product met all acceptance criteria for release. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.